Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. Only the stent was contained in the pouch. The rest of the device was not returned. Microscopic inspection was performed on the stent. The stent was noted to be visibly deformed with some bending struts. No fractures were observed. The reported issue regarding the incomplete stent expansion was confirmed as the struts on the stent are twisted in a manner that prevents all markers from completely flaring. A root cause of the issue described by end user cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9426819. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6). Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9426819. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 9426819) was advanced to the target position and the stent release was initiated, but the distal markers converged and could not be opened. The physician retracted the stent and delivered it to attempt another release, but the distal markers still failed to open. The physician retracted the stent and replaced it to complete the procedure using the original associated microcatheter. There was no report of any negative impact on the patient. The procedure was extended by about 10 minutes. On 06-apr-2026, additional information was received. Per the information, the target was an unruptured aneurysm. There were no vessel factors that may have contributed to the reported incomplete stent expansion. There was no evidence of obstructed blood flow. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. The information indicated that there was resistance during the advancement of the stent; however, the location where the resistance was met was not provided. It was also not known whether the stent component was still on the delivery wire when the device was removed from the patient. There was no damage noted on the stent / stent delivery system. There was no damage noted on the microcatheter. The replacement stent was another 4mm x 30mm enterprise 2 stent (encr403012). The information confirmed there was no negative impact on the patient. The physician did not consider the reported 10-minute procedure extension to be clinically significant.